Manufacturer narrative:
(B)(4). Batch p91428. The device was returned with the tissue pad damaged, melted and the distal end was partially missing. The tissue pad was not completely detached as reported. Dry body fluids were observed on the jaw. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic band removal and bypass procedure, the tissue pad was transected and melted off. It was retrieved and thrown away. Another like device was used to complete the procedure. There were no adverse consequences for the patient.